Event description:
Customer reported that the device screen went blank and was difficult to restart, while also emitting alarms without apparent reason. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.